Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/03/2015, the reporter contacted animas, alleging that there were extra bolus recordings in the pump's history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02-apr-2019. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 29-mar-2019 with the following findings: review of the black box data downloaded revealed records from the dates 11-mar-2019 through 18-mar-2019; records from the date of the initial complaint had been overwritten due to continued use of the device past 3-sep-2015 when the alleged issue was reported. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. Further investigation of the complaint was not possible because the pump was received in a condition that prevented any further investigation. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.